Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a leak from a space between the tubing joints was identified. Functional testing was performed and a drop was observed between the white bushing tubing and the clear tubing. The reported condition was verified. The cause of the condition is related to an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set was leaked at the white junction. This was identified during patient infusion of unspecified "anti-reject" drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.